Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with fatigue, shortness of breath, and abdominal discomfort, distension, and bloating for the past few weeks. The patient also experienced unspecified weight change, and reported elevated lvad flow estimation and power readings. Ramp echocardiogram was completed, and it was reported that the left ventricle was not adequately decompressing. The patient was admitted for further work up with concern for lvad pump thrombosis. Intravenous heparin was initiated. The patient did not have any evidence of hemolysis, and was treated for presumed non-occlusive pump thrombosis. The patient was started on persantine, and spironolactone was increased. The patient was found to be anemic, and received two doses of IV ferrlecit. It was reported that the patient developed hypotension with mean arterial pressure of 46mmhg at the conclusion of the second dose, with symptoms of nausea, vomiting, diarrhea, diaphoresis, visual disturbances, and abdominal and testicular pain. The patient was treated with intravenous fluid with complete resolution of symptoms in one hour. The patient was discharged home with outpatient follow up. The event was reportedly resolved on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The report of suspected thrombus and a correlation between the device and the reported symptoms could not be conclusively determined. Device thrombosis and heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.